Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a hospitalization, due to high blood glucose. It was stated that she experienced diarrhea and a blood glucose level of 600 mg/dl. The customer's insulin pump was alarming no delivery during bolus, basal and during priming. The insulin pump was being utilized 5 minutes prior to the emergency room visit. Nothing further was reported.